Manufacturer narrative:
Device evaluation of battery sn (B)(4) has been completed. The reported problem (performance issue) has been confirmed. As received, the battery was unable to fit into a monitor to be able to power up the monitor. The root cause for the damaged housing was physical abuse. No adverse events occurred due to the damaged battery.

Event description:
A us distributor reported that a battery was unable to complete an essential performance testing.